Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to contact the customer but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 2 years since the subject device was manufactured. Based on the results of the investigation, the relation between the positive culture test and the device could not be confirmed. The following is included in the instructions for use (IFU): "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for unexpected contamination twice. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. Three attempts were performed, to obtain additional information regarding the microbiological test results. And the customer's cleaning, disinfection, and sterilization processes. But no response has been received from the customer.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation. And the investigation is in process. The device evaluation found, dirt on the air/water cylinder, suction cylinder, forceps channel port, and the scope connector case unit, scratches on the camera cover and adhesive on the protective coating of the bending portion of the device, deformation of the universal cord, wrinkles on the connecting tube, cracks on the light guide lens, wear of the angulation wires; causing the up direction to be out of specification. The insulation resistance value was out of specification, the produced image had flares, the up/down lock lever was worn, and the coil wire controlling the flexibility adjustment was worn. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.